Event description:
Related manufacturer reference number: (B)(4). It was reported that patient presented to the clinic sometime in 2019 with noise over-sensing on both the atrial and right ventricular leads. Patient did not experience any symptoms. The leads were later explanted and replaced on (B)(6) 2022. Patient was stable after the procedure.

Event description:
Related manufacturer reference number: 2017865-2022-04121. It was reported that patient presented to the clinic sometime in 2019 with noise over-sensing on both the atrial and right ventricular leads. Patient did not experience any symptoms. The leads were later explanted and replaced on (B)(6) 2022. Patient was stable after the procedure.